Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-11362, manufacturer report number: 2017865-2020-11363, manufacturer report number: 2017865-2020-11365. It was reported that the patient presented with an infection. The cause of the infection was due to pneumonia. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead was explanted. There were no patient consequences reported.

Event description:
New information received noted that there was no indication from the physician that the infection was due to the system or implant procedure. The patient was stable post procedure.